Event description:
It was reported that five days post a device replacement procedure, the patient was noted to have fatigue and low heart rate. The right ventricular lead had an acute rise in threshold and had low r-wave measurements which caused lack of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had come to the emergency department complaining of pain in area of the pacemaker and was concerned that it looked infected. The physician indicated that there was no hematoma, bleeding, or signs of infection, but mild ecchymosis was noted. The lead was also reported to have a fracture with evidence of noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.